Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did not feel stimulation and therapy was on. There were no medical procedures or electromagnetic interference that could be related to the issue. It was noted the patient had a fall. The patient had a loss of therapy that was sudden. It was noted the patient had a fall in (B)(6) 2016, the implant site shifted in (B)(6) 2016, and they had a loss of therapy in (B)(6) 2017. The patient noted that all of the week prior to the call they were having incontinence issues and leaking issue was back to where they were before the device was implanted. The patient noted this was a sudden change, so the patient got out the patient programmer and realized the batteries were depleted. The patient replaced the batteries and it worked. The patient noted they had a fall in (B)(6) 2016 and then saw the hcp on (B)(6) and her follow and made her aware that they had fallen. The patient noted it wasn¿t a major fall and they just of lost their footing, but she said the implant site could have been affected and that the patient¿s implant had shifted and they didn¿t know if it was because of the fall or just part of the healing process. The patient noted the top of it was basically sticking out and the lump had never gone away. The patient stated she noticed that there was an issue with the implant site maybe around (B)(6), maybe when they took the bandages off. The patient connected with their patient programmer and they stated stimulation was on, and they were on program 2 at 4.8 v. The patient stated the healthcare professional (hcp) told them if they were to change program to try it for 2 weeks. The patient clarified that her implant shifted, but was not currently floating around in the pocket and not moving. The patient stated the doctor said that the implant surgery needed to be revised, but that was up to the patient and how long they could live with the lump. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that revision surgery had been scheduled for (B)(6) 2017. Issues had not been resolved yet.